Event description:
It was reported that during physical activity, the patient's heart rate dropped to the lower rate limit. Additionally, it was noted that the right atrial lead exhibited noise. Programming changes were made. There were no patient consequences reported.

Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5147183. Serial number, model number, lot number, manufacturing date, expiration date, UDI, physical manufacturing site, implant date, patient information and customer information are unknown since the serial number was unknown.